Manufacturer narrative:
Reported event: small end piece of work one 3.2mm x 140mm bone bin found to be missing when pins removed from femur at completion of operation. Small piece remains in patient bone. Male patient undergoing l) tka. Piece of pin remains in patient. Will require x-ray to determine position and if any further action required. No surgical delay or effect on procedure. Product evaluation and results: as per the visual inspection from the image provided in the communication log that the broken bone pin can be confirmed. Product history review: review of the product history records indicate (B)(4) were manufactured under lot no w65361-1 and were accepted into final stock on 04/26/2019. No non-conformance were identified during inspection. Complaint history review: review of complaints in catsweb and trackwise related to p/n 143140, lot number w65361-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could be confirmed via visual inspection of the image provided. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Small end piece of work one 3.2mm x 140mm bone bin found to be missing when pins removed from femur at completion of operation. Small piece remains in patient bone. Male patient undergoing l) tka. Piece of pin remains in patient. Will require x-ray to determine position and if any further action required. No surgical delay or effect on procedure.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Small end piece of work one 3.2mm x 140mm bone bin found to be missing when pins removed from femur at completion of operation. Small piece remains in patient bone. Male patient undergoing l) tka. Piece of pin remains in patient. Will require x-ray to determine position and if any further action required. No surgical delay or effect on procedure.